Event description:
During percutaneous transluminal angiograph (pta) of the right arm fistula the balloon ruptured within the lumen and separated. The balloon fragment dislodged. To prevent further dislodgement a fogarty catheter was placed. Surgical intervention was required to remove the fragment from the arterio-venous fistula.